Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon inspection, engineering confirmed the complainant's experience that the blue coating/tubing had separated from the wire. The root cause of the tubing separation could not be determined. Based on the inspection of the returned unit, it is likely that the tubing was damaged due to interaction with an instrument, possibly the cystoscope. It is possible that when the unit was removed from the scope, it made contact with the edge of the scope, which damaged the tubing and caused it to separate from the wire. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
This device has two FDA product codes: ezb, kny. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cystoscopy, ureteroscopy - "during cystoscopy the blue sheath separated and splintered from the guidewire, dr was unable to use item further." Patient status - "fine."